Event description:
Pt reported that their meter kept giving the error 2 message. Med affairs specialist called and spoke with the pt on 04/04, who provided additional info. Pt stated that two years ago, they had a gastric bypass done and their pancreas was removed. They were also advised to stop taking their oral medication at that time. They had thought that due to this, they did not need to manage their diabetes anymore. Therefore, they had also stopped testing their blood glucose on the meter. In 2004, they decided to test on their meter after a long time since they were feeling sweaty. At first they thought that it was their new blood pressure medication, but then they were just curious to see what their blood glucose level was. They opened a brand new vial of test strips and tested their blood glucose with a result in the "300s". They called their doctor and made an appointment two days later. During that time, they tried testing again periodically on their meter and kept getting the error 2 message. At the doctor's office, their blood glucose level was also in the "300s". They were given a shot of insulin and placed on oral medication to be taken at home. This case is reported as a meter malfunction since the error 2 issue was not resolved with troubleshooting. Based on the collective info, it can be concluded that the meter was not responsible for pt's high blood glucose level because pt was already feeling symptoms prior to testing on the meter. Also the malfunction of the meter did not contribute to any event.